Manufacturer narrative:
The perclose proglide smc device instructions for use state under special pt populations. "The safety and effectiveness of the perclose proglide smc devices have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site."

Event description:
Device malfunction: irregular appearance -suture. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a tech trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after needle plunger retraction, the rail suture "did not look right" as it was pulled through the knot and non-rail suture. The knot was not reported to be loose and remained intact. The device and suture were removed and an angioseal was used to achieve hemostasis. Device deployment was reported to be smooth and uneventful. There were no reported adverse pt effects. Though requested, no add'l info was provided.